Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The calcified, 90% stenotic lesion was located in the mid-segment of the moderately tortuous lad (left anterior descending) artery. The 2.5 x 15mm apex catheter was advanced to the lesion and the balloon was inflated to 8 atm's for 30 seconds. The balloon was re-inflated to 12 atm's for 30 seconds. The balloon ruptured upon another inflation to 12 atm's, however, the duration of that inflation is unknown. The procedure was completed with a different device. No patient injury or complications were reported. The patient's condition was reported as "good".

Manufacturer narrative:
The condition of the returned device was consistent with the complaint incident. A visual and microscopic examination found that there was a balloon tear at the proximal section of the balloon; the tear measured approx 10mm. A mandrel was inserted through the lumen but it exited the inner lumen 1mm proximal to proximal markerband; there was a kink in the inner lumen at this point. There were severe kinks along the entire length of the hypotube. A review of the manufacturing records found that the device met its material, assembly and product specifications. The most probable root cause is determined to be operational context due to anatomical/procedural factors encountered during the procedure.